Manufacturer narrative:
The end user hospital has been contacted in an effort to obtain more information about this event. The device sample is expected to be returned to angiodynamics for evaluation, but has not yet arrived. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, an indwelling PICC was removed and replaced due to a cracked hub. No patient injury or complication was reported. The used PICC will be returned to angiodynamics for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the bioflo PICC product family for the failure mode "hub broken/cracked." No adverse trends were indicated. The complaint of a cracked hub was confirmed as the hospital returned the purple valve with oversleeve from the PICC. The female luer lock component of the purple valve was seen to be cracked just adjacent to the molded parting line. There were no other visual defects noted to the hub. A possible root cause for the crack is an over-tightened connection with a mating male luer (likely a needleless connector). Inadequate flushing of the device may also be a contributing factor. The directions for use (dfu) supplied with the reported PICC device contain caution that "repeated overtightening may reduce hub connector life," and not to use hemostats to "secure or remove devices with luer lock hub connections." Recommended flushing techniques are also stated in the dfu. (B)(4).